Event description:
Truetome 39 (lot 36098053) cut wire broke during ercp (endoscopic retrograde cholangiopancreatography). Boston scientific rep was present and will notify their quality control department.